Manufacturer narrative:
The pt remains ongoing with the lvad and is currently stable. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt had known fluid ingress with urine and alarms were occurring. The pt was hand pumped and then placed on pneumatic support using an ip console. The pt was on pneumatic support for approximately 24 hours without incident. The hospital dried the lvad on pneumatic support for 24 hours, and the pt was then put back on electric actuation with no further issues or alarms.